Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be fully operational. Upon further investigation of the data logs this event was determined to be caused by a software anomaly. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported when attempting to launch dicom q/r, the system went back to the application launch screen. The software was uninstalled/reinstalled which resolved the issue. This issue was noted outside of a procedure, and there was no patient involvement.